Manufacturer narrative:
E1: patient city: (B)(6) patient country: canada. Please note: this MDR is being submitted under unomedical's ongoing complaint remediation efforts associated with CAPA #1832980, which includes the retrospective review of complaints and the remediation of complaint records and MDR submissions for 2024-2025. Convatec will continue to track and monitor such complaints according to unomedical's complaint handling and CAPA procedures.

Event description:
Reference number (B)(4). Event occurred in canada. It was reported that patient faced an infusion set bent cannula event on (B)(6) 2024 during removal. Blood glucose level was 25 mmol/l at the time of the event. Therefore, patient took pump insulin for the treatment. No further information available.